Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-07-21, information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the health care professional (hcp) was implanting a 565 lead and was getting high impedance. The hcp wiped down the lead, suctioned the ins, and reinserted the lead but still got high impedance greater than 10,000 ohms. The manufacturer representative ran stimulation and out of the 8 electrodes that were greater than 10,000 ohms originally only 2 were still greater than 10,000 ohms. Those electrodes were still 3,000-5000 ohms. It could not be clarified which electrodes had the high impedances. It was noted that it appeared running stimulation was driving the impedance down further. The manufacturer representative was going to further test the lead using the multi-lead trialing cable (mltc) and if it confirmed the lead was good then they would replace the ins. There were no patient symptoms reported. On 2017-07-25, additional information was received from a manufacturing representative (rep) reporting the patient's identification information, the lead and ins serial numbers and the physician's full name. It was reported that both the original battery and lead were used. It was reported that actions taken was the standard operating procedure for high impedances; they removed the leads, wiped them down, suctioned the battery and tested the leads separately. It was reported that the cause of the high impedances were unknown but the surgeon suspected the couple impedances that were high were due to the high epidural fat content. The or staff estimated that the patient's estimated weight was (B)(6). It was stated that a different manufacturing representative came and did the stimulation and the last the caller heard the patient was getting stimulation, but because they were over (B)(6) and needed a lot of anesthesia, the feedback was minimal and here was no determination as to how accurate it was or how much it was helping. No further complications were reported/anticipated.